Event description:
Small-bore feeding tube inserted, placement confirmed by xray. Unable to remove guidewire. When pulling back on guidewire purple cap came off of the end of the wire. Unable to remove wire safely. Decided to remove entire tube removed with guidewire intact.